Event description:
During a tfn pertrochanteric femur fracture procedure, the helical blade did not line up appropriately with the hole of the nail. The guide wire also did not go through the hole of the nail when inserted. The surgeon removed the nail, guide wire and the blade. The surgeon used a different aiming arm, trocar wire guide sleeve, compression nut, blade guide sleeve and new helical blade was inserted to implant a new nail. The surgeon then made an internal rotational correction of the foot to place the nail more distally. It was documented that the outer cortex of the femur was breached by the 11mm drill bit. Using the same inserter handle and connection screw the surgeon was able to implant the original helical blade with the correct alignment and affixed the locking screw. The surgeon completed the procedure with an additional 60 minutes added to the procedure. There was no information provided concerning the patient¿s immediate recovery. This is 1 of 9 reports for the same event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.